Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. On which firing of device did issue occur? Please explain what is meant by misfire. Did the device complete the firing stroke? Were any unusual noises noted? Does the surgeon wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Please describe the malformed staples. Did the patient undergo any preoperative radiation or chemo therapy? Was the device difficult to close? How long post-op was the reoperation? How was the leak identified? How was the leak addressed? What is the current patient status?

Event description:
It was reported that during a right colectomy, surgeon was doing a right colectomy. He fired the psee60a with a gst60g reload multiple times. When completing the anastomosis, the stapler misfired and the staples did not form correctly. During the initial surgery, the surgeon opened a second device and fired to complete anastomosis. He also over-sewed the staple line to reinforce. The patient came back and had to undergo surgery again. There was a staple line dehiscence and was leaking at the anastomotic site.